Event description:
The device was explanted and returned for analysis after routine battery changeout for normal battery depletion indicators. The device subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event